Event description:
On (B)(6)/2009, patient reported the up and down buttons are working intermittently. Patient reported the buttons seem flat. Had patient disconnect the tubing from her body and test both the up and down buttons. Neither button responded on the first attempt. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.